Manufacturer narrative:
This report is being cancelled as it is not a validate complaint and was created in error. Please revert all sections to blank : b. Adverse event or product problem. D. Suspect medical device. E. Initial reporter. G. All manufacturers. H. Device manufacturers only.

Event description:
This report is being cancelled as it is not a validate complaint and was created in error.

Manufacturer narrative:
Due to character restrictions in block e1: telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit needed to exchange executive processor board. There was no patient harm.